Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. The device was inspected before use. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of the stent. Resistance was noted when advancing the device due to not being able to initially cross the lesion. It was reported that the stent embolization occurred. The stent failed to cross the lesion and was not implanted. The stent was being pulled back into the medtronic guide catheter and during removal the stent dislodged. The stent came off in the aorta, just outside the left main artery when the device was being pulled into the guide catheter. The stent was not fully expanded. Excessive force was not used during attempt withdrawal of the device. An attempt was made to find the stent under fluoroscopy but could not find the stent. The patient was on dual antiplatelet therapy (dapt) during the case, when this event occurred. The dislodged stent was not removed. The physician did not assess that the event was directly related to the use of the relevant device. The patient is stable with no further injury reported.

Manufacturer narrative:
Additional information: the lesion being treated was calcified, tight and tortuous with 70% stenosis in the left anterior descending (lad). The resolute onyx device was inspected before use with no issues noted. No resistance was encountered due to the guide catheter. No attempts were made to remove the stent. Annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.